Event description:
It was reported that the pt experienced a warm sensation in or around the implantable neurostimulator pocket while recharging. Two weeks after implantation, the pt felt a lead wire pushing against the incision site, on the right side of the body. The incision was not healing more than two months following implantation. It was stated that the device was "negatively affecting" the pt's lymph system. No further details were provided. It was later reported that the pt had a lead revision performed on (B)(6), 2011. One of the pt's leads had migrated and was removed and replaced. The device system was then tested. The pt was "doing well" when last seen by the MFR rep. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
In manufacturer report # 3004209178-2012-02960 the following was reported: "it was reported that after implant, one of the leads slipped and wrapped around the stimulator and ¿burned¿ the patient for 10 weeks. The event was caused by lead migration. On (B)(6) 2011 there was surgical intervention and the lead was replaced which resulted in excellent paresthesia coverage. On (B)(6) 2011 an x-ray showed both leads in satisfactory condition and position. On (B)(6) 2012 there was reprogramming wherein the telemetry demonstrated satisfactory impedance and the device was being used 99% of the time. It was also reported that hospitalization was not required and the patient recovered without sequelae." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the burning sensation and lead migration issue event will be reported in this report.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).